Event description:
It was reported that bd eclipse¿ needle 25 g x 5/8 in. Luer lock hub had a safety mechanism that detached. The following information was provided by the initial reporter: "it was reported safety mechanism failure".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-apr-2022. H.6. Investigation: twenty-three representative samples were received by our quality team for evaluation. The samples were subjected to safety shield inspection to check for hub hook breakage or safety shield fall off / break off. The samples passed the safety shield inspection. The samples were then subjected to activation / locking force test and passed the testing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that bd eclipse¿ needle 25 g x 5/8 in. Luer lock hub had a safety mechanism that detached. The following information was provided by the initial reporter: "it was reported safety mechanism failure".